Event description:
Treatment with swift microwave therapy (https://treatwithswift.com/) resulted in deep thermal burns persisting for over 2 months. Https://treatwithswift.com/. FDA safety report ID# (B)(4).